Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an insidious slow loss of continence since (B)(6) 2018. The balloon was left in the patient as a bleeding risk was high. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. No further issues were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cause or suspected cause for the recurring incontinence was cuff atrophy.

Manufacturer narrative:
Corrected data: MFR report number 2183959-2019-63071 was determined by themanufacturer to be a duplicate report to MFR report number 2183959-2019-63351.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to an insidious slow loss of continence since december 2018. The balloon was left in the patient as a bleeding risk was high. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. No further issues were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cause or suspected cause for the recurring incontinence was cuff atrophy.